Manufacturer narrative:
The mega suturecut needle driver instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the mega suturecut needle driver with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument stopped working during procedure (wire snapped in joint). The procedure was completed. There was no report of patient injury.